Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level, as values remained within normal range. Technical support instructed the customer on how to properly press the button and removed the pump from its case to ease usage, but the issue persisted. Consequently, the decision was made to replace the pump, and the customer was guided on how to switch to multiple daily injections as a backup therapy until the new pump arrived. The customer also received instructions to return the malfunctioning pump to the company within ten days.